Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with threshold suspend alarm. The customer states their sensor states their blood glucose level is in the 40mg/dl, but their levels have actually been in the 70mg/dl, 80mg/dl region. Troubleshoot was conducted. The customer was advised to turn off their sensor and reset for two hours and monitor their device. The customer was advised to call back if issues persist.